Event description:
During asnis3 surgery, after the screw insertion, the surgeon determined the screw extraction because that the screw was too long for the drill hole. When the screw was extracted the tip was found to be broken. The tip could not be extracted. A new shorter screw was used and the surgery was finished as it is.

Manufacturer narrative:
Evaluation summary: the reported event of the cannulated screw asnis iii tip breakage could be confirmed. Based on the investigation, the root cause too high torsional forces was attributed to a user related issue. As contact with dense bone can cause deviation of the screw, sufficient pre-drilling and -tapping should be performed. Please pay attention to the op tech asnis iii cannulated screw system (ref# us version: la3sb rev 6 ous version: 982187 rev 5): ¿note: contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant. See package insert for warnings, precautions, adverse effects and other essential product information. [...] Step 3 insert screw [...] The self-cutting and self-tapping tip of the asnis 4.0mm screw is intended for cancellous bone. In dense cortical bone pre-drilling with the cannulated drill o2.7mm (702449) and use of the cannulated tap o4.0mm (702454) is recommended, especially when placing oblique screws.¿ [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During asnis3 surgery, after the screw insertion, the surgeon determined the screw extraction because that the screw was too long for the drill hole. When the screw was extracted the tip was found to be broken. The tip could not be extracted. A new shorter screw was used and the surgery was finished as it is.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.